Manufacturer narrative:
Patient recovered. The sponsor assessed the event as probably related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug-eluting stent was implanted in the lad. The patient developed peri procedural myocardial infarction on the same day. The patient is not recovered/resolved. The investigator assessed the event as not related to the antiplatelet medication.

Manufacturer narrative:
The investigator assessed the event as probably related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported stent was implanted in the rca during index procedure. Lot # provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was implanted in the lad during index procedure and not rca as previously reported. A new lot number was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two stents were implanted during the index procedure in the lad. The sponsor assessed that the event was not related to the device or anti-platelet therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated mi-no event. Cec commented that the mid lad was occluded, which was opened by pci and that there was no obvious side branch occlusion. If information is provided in the future, a supplemental report will be issued.